Event description:
Same case as MFR #: 2134265-2010-02475. It was reported that during a rotablation atherectomy procedure a wire fracture occurred. The lesion being treated was located in the moderately tortuous and severely calcified 70-80% stenotic distal left main artery and the 95-99% stenotic proximal circumflex artery. The physician advanced the rotawire guide wire and 1.50mm rotalink burr to the lesion and completed five ablation runs at 150,000 rpms for six to ten seconds each pass. During the procedure the burr came into contact with the wire tip. During removal of the devices the tip of the rotawire guide wire broke off in a small branch vessel off of the obtuse marginal. Vessel size < 0.7mm. The tip of the wire was not retrieved. Physician feels wire fragment is secure. Patient status reported as "stable / fine".

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Iris seal. The analysis results of the (B)(4) found that the device received had the inner upper seal ring torn. The initiation site for the tear was adjacent to the inner upper seal ring. The tear propagated to and 360º around the inner upper seal ring. No functional testing could be performed due to the condition of the device. The complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the plastic ring of the device broke during the operation. It is unknown how the procedure was completed. There were no adverse consequences for the patient.